Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the rotation speed was not stable. The set rotational speed was at 200,000rpm; however, the speed reached up to 240,000rpm. The procedure was completed with a different device. There were no patient complications reported.